Event description:
The customer reported the system technique went to max during a shot. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and ordered the power supply for the image intensifier. No conclusion can be drawn as repair information is not available.